Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this complaint for particulate matter was confirmed in the lab. The results of a sample evaluation revealed that one embedded brown particle on the silicone tubing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A registered nurse contacted (B)(4) on (B)(6) 2011 to report a brown colored thread found on the inside of a transfer set. The nurse found the thread after she had placed the transfer set on the home patient. The transfer set had not been used for therapy. The nurse removed the transfer set and placed a new one on the home patient. The nurse said the home patient is doing okay and is continuing therapy as normal. There was no patient injury or medical intervention indicated at the time of the initial report.